Event description:
Per the clinic, the patient experienced skin overgrowth and infection which were treated with antibiotics (both oral and topical).

Manufacturer narrative:
This report is submitted 09 december 2019.

Event description:
It was reported that the patient was treated with topical and IV steroids (date and duration not reported).